Manufacturer narrative:
The investigation for the reported arrhythmia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the arrhythmia could not be determined. The instructions for use for the impella cp with smart assist system in section: potential adverse events (united states) states the following: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ d4-corrected model number added- d6a/d6b f6/f8-should have been left blank in the initial report.

Event description:
The user facility reported a 64-year-old male with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported that the impella was repositioned with echocardiogram due to ectopy. The patient is stable post issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant also reported that there was a significant discrepancy (~45 mmhg) in aorta pressure (aop) from the arterial line and placement signal (ps) on impella. The patient was non-pulsatile. Bedside monitor aop 102/100 and ps 55/52. Proper placement was verified via transesophageal echocardiography. The patient was awake and alert in a chair, very talkative. The physician re-wired the arterial line to ensure its accuracy, and there were no additional issues reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. According to the clinical, on the 35th day of impella 5.5 support, frequent suction alarms began to occur that lasted until the end of the case. Five days later, the pump was repositioned due to ectopy. On the 56th day of impella 5.5 support, a significant discrepancy (~45 mmhg) in aop from arterial line and ps on impella was recorded. The patient continued on support for another eight days until they were successfully transplanted. No product was returned for a visual inspection. Data log analysis confirmed frequent suction alarms and that all 5s parameters were within normal bounds. The most likely cause of the optical signal issue was patient condition related. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B5 updated to include placement signal issue description. H6 updated to include placement signal issue description. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated. G1 reporting contact email and reporting contact fax number updated.